Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter multi-band ligator. The device was loaded onto an olympus gif-160 endoscope. After successfully firing all of the bands, the barrel of the mbl-6 fell off into the patient's stomach and was retrieved with caesar grasping forceps. No injury to the patient was reported.